Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the catheter was examined. The portion of the catheter containing the hubs was measured 81.2cm from the strain relief to the point of detachment in the polyimide. Break at the polyimide is uneven. Second segment of catheter was identified as .7cm of polyimide. Third segment of catheter contained portion of the balloon prolapsed over the distal tip. Final four segments were identified as balloon fragments. Uneven break in polyimide and prolapsed balloon likely indicate retraction problems. Both marker bands were present; however, distal marker band was noted as kinked, likely due to the cut down procedure required to remove the device. Functional evaluation: no functional testing could be performed due to the condition in which the sample was returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: based on the sample condition, the investigation is confirmed for a material rupture, balloon detachment and retraction problems. The type of rupture could not be identified due to the poor sample condition (i.e. Balloon returned in several segments). It is likely that the balloon rupture contributed to the retraction issues and balloon detachment. The definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current vaccess pta balloon dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during angioplasty of a previously stented axillary vein, the pta balloon circumferentially ruptured and could not be retracted through the 7fr sheath. It was then reported that the health care provider (hcp) unsuccessfully performed a guidewire retrieval via the retrograde access in an attempt to push the balloon out of the retrograde access. The hcp then tried to push the balloon out of the antegrade access with a dilator placed over the wire from the retrograde access, while pulling via the balloon shaft; however, at that time the catheter shaft detached from the balloon. It was then reported that a cut down was performed with dilatation to 12fr and the balloon was retrieved over the wire with forceps, via a 4-5mm opening. There was no reported patient injury.